Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device triggers on the device were missing and the pin and the oscillator head was damaged. The device also failed pre-tests for general condition and saw blade coupling due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the battery oscillator device had no power and would not turn on. During in-house engineering evaluation, it was determined that the triggers on the device were missing and the pin and the oscillator head was damaged. The device also failed pre-tests for general condition and saw blade coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.